Event description:
It was reported that this right atrial (ra) lead exhibited noise, which was not oversensed by the device. Data analysis confirmed noise/artifact on the ra channel only, and a technical services (ts) consultant recommended thorough evaluation at next in-clinic follow-up via provocative maneuvers, isometrics, pocket manipulation, etc. While assessing lead impedance and pacing. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).